Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was in a failed state and the customer requested replacement of the affected pocket; the pocket opened multiple times for the same medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) verified the issue, replaced the mini engine associated with the single-wide pocket, and performed testing using the hardware test application, which completed successfully on the drawer. The fse then followed up with the pharmacy user, and confirmation was received that no further issues had been reported with the pocket since the repair. The customer confirmed normal operation with no recurring concerns. The system functioned as intended after field service engineer repaired the device.